Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: coil not located / failure to occlude (close) fallopian tube') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, vaginal hemorrhage, menorrhagia, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, vaginal hemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for abnormal bleeding (vaginal, menorrhagia). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: unilateral occlusion (right tube occluded) right fallopian tube not closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: coil not located / failure to occlude (close) fallopian tube') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for abnormal bleeding (vaginal, menorrhagia). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: unilateral occlusion (right tube occluded). Right fallopian tube not closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs: case become incident previously added injury nos was replaced with device dislocation and new events: menorrhagia, vaginal bleeding, pelvic pain and vaginal pain was added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.